Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fema documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak near the connector of a power injectable catheter was inconclusive due to the sample condition. One screenshot of a (B)(6) post was provided for investigation. The image showed a dual lumen power injectable catheter attached to a statlock stabilization device. The statlock device appeared to be unused. The paper backing appeared to be attached to the foam substrate. The catheter and statlock device appeared to be resting on a sheet of paper and the catheter tubing distal to the bifurcation was inserted through a hole in the paper. The white printing on the bifurcation indicated that the device was manufactured by bard. Both extension legs were clamped. A black circle was positioned over the joint between the distal end of the purple connector and the extension leg tubing. The text in the post indicated a leak at the circled spot. Since the breach in the tubing or a leak could not be verified at the circled spot, the complaint was inconclusive. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) post "(B)(6) year old male with a double lumen tunneled cath. The catheter is leaking at an odd spot. Apparently the staff nurse got "permission" to use the other lumen. I feel like the whole line is compromised, so I stopped the infusion and started a piv. I attempted to flush it and drops of the ns came out."